Event description:
Caller reported tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support to remove the cartridge from the pump, deliver a 9-unit bolus, and then reload the original cartridge. Steps were successfully completed, and insulin therapy was resumed, resolving the issue.